Event description:
It was reported that chest pain, cardiac arrest and patient death occurred. The target lesion was located in the right coronary artery (rca). A 20mmx2.50mm synergy¿ stent was advanced and implanted in the target lesion. Orthogonal views of the stent were taken and it was noted that the stent was properly implanted. The procedure was completed with this device. Post procedure, the patient's status was stable. The following day, the patient developed severe chest pain. Cardio pulmonary resuscitation (CPR) was performed; however, the patient expired. According to the physician, the cause of death was cardiac arrest.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).